Event description:
A zoll pt service representative (psr) called to report that the nurse of a (B)(6) male pt contacted her to report that the pt's charger/modem was not working and displaying a "battery problem" message. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger is not working) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of damaged q1 cannot be positively identified but is likely random component failure. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.